Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the right ventricle lead exhibited over-sensing noise and high pacing impedance. No intervention was performed. No patient consequences.

Event description:
New information received indicated that the right ventricular (rv) lead was capped and replaced on 17 aug 2022. Lead fracture was noted. The patient was in stable condition prior to, during, and post-procedure.